Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture, sensing, high out of range pacing impedance, noise, oversensing, pacing inhibition and low amplitude due to a fracture. The lead was surgically abandoned and a new ra lead implanted without issue. There were no additional adverse patient effects reported.